Event description:
After one year of implant, an abrupt decrease of the battery voltage was observed during follow up; however, the elective replacement indicator was not reached. Nevertheless, the device was explanted.